Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was no suspected lead issue. The cause of the issue was due to scarring that made it difficult to free and remove the lead. As the lead came across the top of the skull near the effective lead, the surgeon did not want to touch it too much in case it would impact the effective lead, so the lead was left in place.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, serial/lot #: unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2020, UDI#: asku. The lead lot # is either 0211338701 or 0211766335, but it could not be determined which it is. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was experiencing suboptimal outcomes on one side and they had balance issues. Initially, it was believed to be due to the patient's parkinson's disease; however, a review of medical imaging of the leads, the physician felt the right subthalamic nucleus (stn) lead was quite medial and inferior. A revision was scheduled to implant a new lead. The old lead was removed from the stn, but it was difficult to free the lead from across the top of the patient's skull, so the lead was left coiled under the scalp to avoid damage to the left lead and extension. A new extension was then tunneled to the ins on the right side. The patient had good effect after implant with the new lead.